Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer ate a lot of candy. Subsequently, the customer's blood glucose was over 600 mg/dl which was addressed with customer bolusing via pump.